Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced poor health. It was not reported if the patient was connected to the kaguya home pd system at the time of the event. The cause of the event was not reported. It was reported the patient was hospitalized for the event. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was unknown and action with pd therapy was not reported. No additional information is available.